Event description:
Manufacturer reference number: 2017865-2021-29189. Manufacturer reference number: 2017865-2021-29193. It was reported that the patient presented for a routine follow up in clinic. Device interrogation showed that the left ventricular (lv) lead exhibited failure to capture. X-ray testing confirmed device migration and dislodgments of the right ventricular (rv), lv, and right atrial (ra) leads. The lv lead was programmed off. No interventions were performed for the rv and ra leads. The patient was asymptomatic and stable.